Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms and no capture at maximum device outputs when programmed tip to ring configuration.

Manufacturer narrative:
The lead was reprogrammed to tip to coil configuration and impedance decreased to 448 ohms and threshold measurements of 0.8v at 0.5ms were confirmed. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.